Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that they did not get the full 3 months use of the transmitter. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of the patient not getting the full 3 months out of the transmitter was confirmed by the finding of a signal loss via data. A root cause could not be determined.